Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the device display was observed to be damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device air detector and display were replaced and the device passed all testing.

Event description:
It was reported that the pump alarmed "air in line". There was no patient involvement.